Manufacturer narrative:
(B)(4).

Manufacturer narrative:
DHR review: as no lot number and no reference were provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. Examination: no product and no picture were provided for evaluation. Without the sample a detailed investigation could not be performed. Product disposition: n/a corrective action: the reported pain is a known potential complication of this type of surgery; this is a procedural related complication that is not normally attributed to any product/process deficiencies. The product IFU which accompanies each device states in chapter possible complications that- the reported complications arising from abdominal wall reconstruction with any synthetic mesh may be seen after proggrip self-gripping polyester mesh has been implanted: hematoma, seroma, adhesion, infection, fistula, chronic pain, inflammation, recurrence, allergic reaction to the components of the product and urinary retention (which may occur with the use of anesthetics). State of the art of all mesh experience, in the indication, establishes that the following events may occur: shrinkage, dislocation or migration (which may induce pain and/or recurrence), and erosion (which may induce inflammation) - a search in our global complaints database could not been performed as the lot number was not provided. No immediate corrective action required. Conclusion: known complication of the procedure.

Event description:
Procedure: hernia repair. According to the reporter, the patient called in stating that approximately five years ago, he was implanted with an unspecified parietex progrip mesh to repair a hernia. The patient subsequently experienced pain and bunching resulting in an additional surgery approximately three weeks ago. Additional information is anticipated but has not been received.